Event description:
This intl dealer reported the following this unit was placed on this surgical pt at hosp universatario univalle at 19:30 on 9/28. At 21:00 this unit failed. This pt became cyanotic and was bagged. Vomiting was noted. At 22:00 this pt suffered a cardiorespiratory stroke and was successfully resuscitated. At 22:35 an exteriorization of guts and a second stroke was reported. The pt expired at 22:40. Initial report pt died on 10/2/98.